Event description:
It was reported that the customer was hospitalized for dka. At the time of the call, the customer was instructed to rewind and prime the pump. It was indicated that the pump primed correctly and no alarms occurred. The customer was advised that the pump, reservoir, and tubing were functioning properly. It was stated that the customer did not insert the set yet, but will insert after the call. In addition, the customer was instructed to call back if their bgs were abnormal.